Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy shortly before retrieving the prostate prior to anastomosis, the m onopolar curved shears (mcs) broke on the jaw tip and the broken piece was found to have been lodged in the jaw of the bipolar maryland forceps (bmf). The fragment was removed from the bmf and the surgical site with nothing left in the patient. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10; additional information: d9, h10 h3) device evaluation: medtronic led an evaluation of the reported monopolar curved shears, the associated device logs and provided images. Three images were received for evaluation. One image depicted a monopolar curved shears with a broken jaw. One image depicted the broken jaw piece. One image depicted the adaptor end of a monopolar curved shears showing the serial number and reference identification that matched what was reported. Evaluation of the logs indicated that the monopolar curved shears was attached to arm cart assembly 4 and had a use time of fifty-seven minutes. No errors were noted in the logs. The monopolar curved shears was replaced with a large needle driver. Visual inspection of the returned monopolar curved shears noted no corrosion on the electrical contacts. One of the jaws was broken and the disengaged piece was returned. Microscopic inspection of the cables that manipulate the jaws noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the monopolar curved shears were read with no observed failures. Evaluation of the monopolar curved shears confirmed the reported condition, however, the investigation concluded there were no abnor malities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause of the observed jaw damage can occur if the device was not used as intended. A process improvement has been initiated to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy shortly before retrieving the prostate prior to anastomosis, the m onopolar curved shears (mcs) broke on the jaw tip and the broken piece was found to have been lodged in the jaw of the bipolar maryland forceps (bmf). The fragment was removed from the bmf and the surgical site with nothing left in the patient. There was no patient injury.